Event description:
Philips received a complaint on the mrx device indicating that the battery pca(printed circuit assembly) has bent pins. There was reportedly no patient involvement. The battery pca was returned to the fa lab. The battery kit pca was visually inspected for any mechanical damage and/or contamination, and it was found that there were no bent pins. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be in normal shape and condition. Reported problem was not verified during visual inspection.